Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was in the 30 and 40s. It was unknown whether the auto mode feature was active at the time of incident. Customer declines to troubleshoot. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis. Frn-mmt-332a-rsvr, unomed set.